Manufacturer narrative:
(B)(4).

Event description:
It was reported noise artifact was observed as when the patient presented to the emergency room for an unrelated generator changeout procedure. Increased capture threshold and declined sensing amplitude were also observed. The lead was capped and replaced. The patient condition was stable before and after the procedure.